Event description:
It was reported that this implantable pacemaker was explanted due to therapy upgrade or downgrade. This device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.